Event description:
A malfunction occurred with the customer's pump, specifically displaying malfunction code 16, and it was not resettable. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery continued without interruption. Tandem technical support arranged to replace the pump, confirmed the shipping address, and guided the customer on returning the problematic pump with pre-paid label instructions, which the customer understood and acknowledged.